Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was a perforation noted on the right ventricle by the right ventricular (rv) lead. No intervention was performed yet to resolve the event and the patient was stable.

Manufacturer narrative:
Additional information: .

Event description:
New information was received that the right ventricular (rv) lead was explanted and replaced to resolve the event and the patient was stable.